Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported that during a combined surgical procedure, a system message displayed and the table top illuminator did not work. The case was aborted after completing the cataract extraction and intraocular lens implant portion of the case. The vitrectomy portion of the case was rescheduled for the following day. Add'l info has been requested.